Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. The reported problem was confirmed, the strain relief was pulled back. Although the reported problem was visually confirmed, a functional evaluation was performed. The evaluation failed. The handpiece snap lock is breaking. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged cord" identified similar events. The most likely cause of this event is improper handling of the handpiece. Care and caution should be exercised during surgical site set up and tear down to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No containment or corrective actions are recommended at this time.

Event description:
It was reported that before tka handpiece had missing strain relief resulting in cuts on the cable exposing internal shielding. No patient involved.